Manufacturer narrative:
H3: 81 other: the suspect device has not been returned for evaluation. However, vyaire field service engineer (fse) will visit onsite for vent inspection and will download the logs for further analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us ventilator had decommission screen error message: "bellavista detected a user interface error" and stop ventilating during patient use. Nurse in-charge perform a bag valve mask procedure to the patient and called respiratory therapist (rt). Furthermore, vent was removed from the patient and replaced with another vent however, there was no information for patient harm associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. No logs update or trend files provided by the customer. No part needs to be replaced.